Event description:
It was reported that the insulin pump alarmed button error and its esc button was not working. The blood glucose reading was 115 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to flattened buttons dome switch. Insulin pump had a cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.